Event description:
It was reported that a customer attempted to pair a freestyle libre 3 plus sensor but received an ¿nfc not compatible¿ message, and they were informed that their current phone was incompatible and could not scan the sensor; education and troubleshooting were provided, and the customer planned to use a compatible phone to start the sensor. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included no impact to health and no need for medical intervention or hospitalization. Investigation included technical review and user education regarding device compatibility and proper setup. Investigation of this case revealed user interface and compatibility issues with the customer¿s smartphone, with no malfunction of the sensor or the ilet system identified. It was concluded, based on previously established findings for similar reports, that the cause was use error due to incompatible hardware.

Manufacturer narrative:
Initial.